Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer's pump reset unexpectedly. Customer's blood glucose was 90-109 mg/dl. Customer was able to reload their cartridge and resume insulin delivery.